Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The ventilator passed the entire required testing.

Event description:
It was reported that the ventilator had a lost of communication error. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
(B)(4). Additional information was reported confirming that the part replaced was the graphical user interface (gui) cable and not the printed circuit board (pcb) as stated originally. Change the results code from pcb#492 to cable #423

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem caused by a fracture caused by external force. If information is provided in the future, a supplemental report will be issued.